Event description:
The customer reported via phone call that the customer had a no delivery alarm. Customer stated the alarm was resolved by a complete set change. The customer's blood glucose was unknown. Customer also reported the alarm occurred during a manual prime. The customer was unable to troubleshoot at the time of the call. The customer declined to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.